Event description:
During a superdimension navigation bronchoscopy, two superlock 2-band markers were placed in the right lower lobe. After the case, the patient received a chest x-ray to confirm marker placement. The chest x-ray showed both markers were located in the right lower lobe outside the pleura and a pneumothorax was discovered. Physician commented that the markers may have caused the pneumothorax. Additional information received on (B)(6) 2012 indicated the patient is being monitored with a series of chest x-rays. The markers are still implanted in the patient.

Manufacturer narrative:
The markers are still implanted in the patient. No product will be returned for evaluation. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy. Current superdimension labeling states: "to avoid potential injury to the lungs pleura, exercise caution when deploying markers near pleura target sites."